Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. During the procedure, the surgeon noted that the posterior screw holes on the tibial tray appeared large and that the screws went through. The surgeon implanted the tibial tray utilizing three screws and completed the surgery with no reported injury to the patient.

Manufacturer narrative:
Another tibial tray from the same lot was dimensionally evaluated and was found to meet design specifications. The reported issue could not be substantiated.

Manufacturer narrative:
The device was implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA.